Event description:
Follow up information received from the manufacturer representative (rep) reported that they met with the patient and noted that about 2.5-3 weeks prior to (B)(6) group c was added for the patient. Groups a and b are voltage mode and c is current mode, and the delay only happens in group c as all 3 were tested by the rep. On (B)(6), the consumer tried new batteries which resulted in a splash screen and the patient programmer (pp) functioning normally. The way period on group c was reviewed and found to be due to an impedance check happening each time the implantable neurostimulator (ins) is increased, indicating that the pp is functioning as designed.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they turn stimulation down to .2 at night and then each morning bring it up. However, on (B)(6) they went to bring it up and it went up one but then it would hesitate. New batteries were used which did not resolve the issue. It was also noted that they have to be careful when bringing up the stimulation otherwise it will shock then, they have to go up slowly or it makes their arms tingle. On (B)(6) the caller reported that the issue is persisting, so they were redirected to their healthcare professional (hcp). The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.